Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 48mm was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The hypotube shaft identified a break at 79.9cm distal to the distal end of the strain relief and the outer and inner lumen and mid-shaft section found no issues; and the bumper tip showed no signs of distal tip damage. Additionally, there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. This concludes product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while preparing, the stent shaft broke outside of the patient's body. Another synergy drug-eluting stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while preparing, the stent shaft broke outside of the patient's body. Another synergy drug-eluting stent was used to complete the procedure. No patient complications were reported.